Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reported that pt's ins is no longer working and they're in need of an MRI. Pt was also speaking during the call and confirmed that the ins hasn't worked for about 4 years and also confirmed that they first began having issues with the ins about a month after it was implanted and they finally just stopped using it. Agent understood this that the ins off for about 4 years. Caller inquired about how to proceed with an MRI and also inquired about how pt should go about having theirins explanted. Agent reviewed information and emailed the pt the MRI eligibility form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller reported that the patient's ins has not functioned for 3 years, it has not been charged or used. The caller read a note that said the ins has been dead for 3 years and has not worked. Troubleshooting was not required. Hcp called back to verify how to proceed with scanning ins at end of service. Hcp states the ins has not worked in 3 years and the local manufacturer representative (rep) said that the pt cannot recharge the ins.